Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint was verified. The device displayed error 112 and the motor was deemed faulty by service and will be replaced. The problem source is unknown.

Event description:
Information was received that a system fault occurred to a cadd ms3. No reported adverse effects.